Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Device information has not been provided at this time. Information received from the patient indicated that reported device may be either rejuvenate or abgii. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient complained of stiffnes and swelling in his left hip